Event description:
Per journal article, it was reported a pediatric pt had been treated with penicillin on postoperative day 3 because of subfebrility following a tonsillectomy procedure. The procedure was performed between (B)(6) 2006 and (B)(6) 2007.

Manufacturer narrative:
Date of event is unk. Per journal article, the procedure was performed between (B)(6) 2006 and (B)(6) 2007. Since the device was not returned for investigation and a lot number was not provided, a complete investigation could not be performed.